Event description:
Additional information received from the account: according to the reporter, they found the outer sleeve cracked. Procedure was a laparoscopic adrenalectomy. Current patient status is "no problem."

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user inflated the balloon and confirmed extraperitoneal space with a scope. The user attempted to remove the scope, but it could not be removed from the trocar. The user removed the scope together with the trocar. The user also found the balloon had a hole. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Report for us201607-0170. Post market vigilance (pmv) led an evaluation of one balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the cannula was damaged. The balloon was inflated; and did not remain inflated. The leak was unable to be identified. The device was forwarded to engineering for further identification of the leak. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the sleeve was damaged. The balloon was inflated; and did not remain inflated. A leak was identified on the area where the sleeve is bent. The balloon did not present any damage. Replication of the reported condition may be due to the device being manipulated during a medical procedure without the obturator inside. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3345); results (3243); conclusion (61). Report for us201607-0170 h3: post market vigilance (pmv) led an evaluation of one balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the cannula was damaged. The balloon was inflated; and did not remain inflated. The leak was unable to be identified. The device was forwarded to engineering for further identification of the leak. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the sleeve was damaged. The balloon was inflated; and did not remain inflated. A leak was identified on the area where the sleeve is bent. The balloon did not present any damage. Replication of the reported condition may be due to the device being manipulated during a medical procedure without the obturator inside. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.